Manufacturer narrative:
Siemens is currently conducting an investigation into the reported event and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.(B)(6).

Event description:
It was reported to siemens that when using the artis q.zen biplane system, x-ray was still possible even after "block radiation" was activiated. We are unaware of any communication regarding an impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software failure. When block radiation is active, the system will not release x-ray as long as the system is fully operational. Therefore, the "block radiation" function will be disabled along with the corresponding indications. When the system is back in normal operation, the "block radiation" function will be automatically enabled by the system and a message will be displayed to the operator. According to an incomplete implementation of this function, the system showed "x-ray manually disabled" on the assist monitor, however, it was possible to release x-ray. This behavior could potentially lead to a situation where the system may release radiation if the operator accidentally releases it by pressing the footswitch or handswitch. The software problem can be corrected by restarting the system. Siemens will initiate a software modification and a field corrective action for this issue which will be reported to the FDA via 21 cfr 806.10. The corrective action will eliminate the root cause and reoccurrence is prevented.